Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history verified the reported boluses. During the investigation, the pump was exercised for 24 hours with no unprogrammed boluses. A normal 10 unit bolus and a 10 unit audio bolus performed successfully and both accurately recorded in pump history. The keypad was locked, and boluses could not be performed while the keys were locked. The keypad buttons responded appropriately during testing and no damage was found to the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump¿s history was showing unprogrammed boluses of 0.0 units. The reporter denied that any buttons were pressed to cause this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.